Event description:
The customer contact reported, "carbon on back near alarm switch." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.